Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after 18 minutes of treatment with a revaclear dialyzer, the patient experienced nausea, vomiting, profuse sweating, and fecal incontinence. Treatment was discontinued. The patient received an intravenous injection of dexamethasone (10 mg) and a low molecular weight heparin calcium injection (0.5ml: 1 vial of 5000axa unit). No further issues were noted. No additional information is available.

Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.